Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 87 mg/dl. Reportedly, the customer reverted to short and long acting insulin injections as alternate insulin therapy. During follow up, customer reported an elevated bg level (an exact value was not provided). The customer had used manual insulin injections to address elevated level.